Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reports individual received a false negative result on (B)(6) 2023 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4)). Individual tested positive with a sars-cov-2 pcr test on an unknown date. Although requested, customer was unresponsive to technical supports three attempts to obtain additional information regarding false negative result.